Event description:
It was reported that in a bipolar sensing configuration, the right ventricular (rv) lead produced short v-v sensing and inhibited pacing. The oversensing was duplicated with pocket manipulation when programmed bipolar. When programmed in an integrated tip-rv coil sensing configuration, the oversensing was eliminated with same pocket manipulation. A connector issue with the device was suspected. It was further reported that the patient was admitted to the hospital after having received inappropriate therapy due to oversensing. The patient also had a syncopal episode due to the oversensing and inhibition of pacing in the presence of complete heart block (chb). The rv lead was removed and a new rv pace sense lead was implanted. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the lead was not returned to the manufacturer, however performance data was collected and analysis indicated that the right ventricular (rv) lead was oversensing. It was also noted that the lead integrity alert (lia) was triggered. (B)(4).